Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported respiratory infection and heartmate ii left ventricular assist system (lvas), serial number vad-57914 could not be determined through this evaluation. The submitted log file contained data from (B)(6) 2020 to (B)(6) 2020 that primarily consisted of pulsatility index (pi) events and routine power exchanges. The log file appeared to show the pump operating as intended. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. Section 1 of this IFU lists (pocket, local, and driveline) infections as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's infection was a respiratory infection of unknown source. The device reportedly operated as expected and the infection cleared. The patient was discharged on (B)(6) 2020 and was doing well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient had frequent falls and was scheduled for a ramp study on (B)(6) 2020. Technical services (ts) reviewed the log file and noted speed adjustment associated with the ramp study on (B)(6) 2020. Otherwise, the log file captured routine events, and there were no notable conditions. Additional information that was communicated on 06nov2020, reported that the pump speed was increased from 9400 rpm to 9600 rpm during the ramp study, and was subsequently reduced from 9600 rpm to 9400 rpm on (B)(6) 2020. The patient's falls were not thought to be device related. The patient was admitted on (B)(6) 2020 for infectious workup.